Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/27/2023, it was reported by a sales representative via sems-06440575 that an ar-9215-1-03 quick connect handle had an issue. While the surgeon was applying pressure to the handle of ar-9215-1-03 against the glenoid, the tip of it broke off, causing the handle to separate from the glenoid drill guide attachment. The case was completed by swapping for another device without adverse effects on the patient. This was discovered during an unspecified procedure on (B)(6) 2023, with no reported patient harm. Additional information received on 1/16/2024: this was discovered during an anatomic total shoulder procedure on (B)(6) 2023. The device broke inside the patient with the handle connected to the drill guide inserted into the glenoid. No fragments broke inside the patient, which was confirmed with an x-ray. There was no case delay due to a backup handle that was available.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-9215-1-03 universal quick connect handle serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the device's broken tip. Visual evaluation found that the handled body tip was broken off. Many discoloration spots and marks were observed along the shaft and the knurled handle. The reported condition is most likely caused by user error overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.